Manufacturer narrative:
Corrected data. (B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The pump was subsequently explanted.

Manufacturer narrative:
(B)(4). Visual examination showed no exterior anomalies. The results of a multi-rate flow test showed the pump was performing normally. The investigation concluded that the pump primed and flowed per specification.